Event description:
It was reported the pacemaker was part of a full system explant due to infection. The procedure was completed successfully. No additional adverse patient effects were reported.

Event description:
It was reported the pacemaker was part of a full system explant due to infection. The procedure was completed successfully. No additional adverse patient effects were reported. Additional information was received from the field that noted the patient had a revision procedure to move the system to the right side due to lack of venous access. A couple weeks after the revision procedure, the patient developed an infection on the left and right side. As a result, the entire system was explanted.

Manufacturer narrative:
This report contains an update from additional information received. B5: describe event or problem has been updated.

Event description:
It was reported the pacemaker was part of a full system explant due to infection. The procedure was completed successfully. No additional adverse patient effects were reported. Additional information was received from the field that noted the patient had a revision procedure to move the system to the right side due to lack of venous access. A couple weeks after the revision procedure, the patient developed an infection on the left and right side. As a result, the entire system was explanted.

Manufacturer narrative:
This report contains an update from additional information received. B5: describe event or problem has been updated. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of infection.